Event description:
The patient received his scs system on (B)(6) 2011. It was reported the patient had a pain just below the belly button since the implant. It was reported the pain was superficial and localized to a small area. It was reported the physician had a set date to remove the scs system. Attempts to determine the status of the patient and the surgical intervention have been unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.